Event description:
Based on info reported by pt's sister: ni/ni/ni - the pt underwent unspecified surgery with composix kugel implant. Ni/ni/ni - the pt underwent unspecified add'l surgical intervention related to the implant surgery.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. No medical records or lot number have been provided, and it is unk whether the device was explanted. Additionally, the pt's sister, who reported the event, refused to give her sister's name and did not indicate a specific device failure or adverse pt reaction associated with the device. She also indicated that she would not provide any add'l info regarding the event. However, if add'l info is later received, a f/u MDR will be submitted.